Event description:
Kimberly clark corporation received notice in 2005 alleging that a ptient had irritation with a red bumpy rash that turned into an abcess requiring a surgical procedure to lance the abcess.